Event description:
It was reported by the patient that all of the indicator lights on the remote monitor were flashing at once which is a sign that it was not powering up correctly, even after it was attempted to be reset by unplugging and replugging in the power cord. The monitor had been able to transmit successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not start an interrogation during the initial functional check. After further analysis was performed, the failure disappeared, so a root cause could not be determined.